Event description:
The customer reported that the ac power module was not connecting well with battery pca. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.